Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer obtained following results with the same meter using different fingers from the same hand: 493 mg/dl at 10h22, 181 mg/dl at 10h23, 331 mg/dl at 10h26, 199 mg/dl at 10h35. No adverse event occurred. A request was made for the return of the device.